Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not communicating. A technical support specialist (tss) rebooted the es server after obtaining permission from customer. Identified that the antivirus was currently blocking all communication from the es. Customer mentioned issue has been resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the reports for patients or medications were not crossing over in all ER devices and surgical pre-op so far. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.